Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The leads are part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
In the attempted implant of a new right ventricular lead, the helix could not be deployed, so another lead was used. There was difficulty extending the helix on the new lead, but after exceeding the maximum number of turns, the helix "popped" out. The lead remains in use. No patient complications have been reported as a result of this event.